Event description:
F/u #1: add'l info rec'd from MFR 1/27/2004: during discussion MFR had indicated that two similar incidents, on poly radpicc products, were reported from hosp. Closely reviewing complaint files shows that the hospital incidents occurred in 2003 and the subject report incidents were from 2003. Hospital has continued use of product but with the use of un-preserved saline (preservatives in the saline are thought to cause such reactions in rare cases). Bard access systems also pulled units from its inventory to check if any material from the lumen or guidewire was flushing out. No anomalies were detected.

Event description:
Following infiltration local anesthesia with 1% lidocaine, a double-lumen polyurethane bard peripherally-inserted central catheter was passed through the left basilic vein to the superior vena cava under fluoroscopic guidance by the interventional radiologist. The catheter was aspirated and flushed with normal saline. Immediately (within seconds) after flushing, the pt complained of chest pain, back and neck pain, and shortness of breath. Facial swelling was noted. Tachypnea (30-40 breaths/min) and tachycardia (120-130 beats/min) were present. Monitoring revealed no change from baseline in blood pressure (approximately 150/90 mm hg) and sinus rhythm. Chest fluoroscopy disclosed no mediastinal widening and no pneumothorax. Pt was given oxygen by face mask and diphenhydramine 50 mg IV through the PICC line. Within 4-6 minutes, the pt noted improvement in symptoms and all symptoms resolved within approximately 20 minutes. The PICC line susequently was flushed with normal saline withdrawn from a new IV bag without incident. The PICC line was left in place and no further problems were reported.